Event description:
It was reported that patient previously had a pocket revision due to slippage. The surgeon re-placed the battery pack deeper into the area of the left side of the chest. Product return is not necessary, as the migration is unrelated to vns therapy. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4). Device evaluated by MFR?, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Nurse at the neurology clinic reported that the repositioning surgery was for patient comfort only. The cause of migration and protrusion was other. The patient was having pain and discomfort and movement of battery. She believes it may be for weight loss reasons. Later, a fax was received from the same neurology clinic filled out by the physician. Provider later directly reported via fax that per the physician's assessment, that the intervention of repositioning surgery was to preclude serious injury. The cause of the generator migration and protrusion is patient manipulation or trauma. No other relevant information has been received to date.